Manufacturer narrative:
D10 concomitant product: eeaxl2535, eeaxl2535 eea xl 25mm-3.5 sgl use stap, (lot number: p5e0879) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracic surgery, the surgeon passed a 23-mm circular stapler through the esophagus to the gastric fundus, located the anastomosis site and opened it, and then assembled the circular stapler, which was difficult to click; the orange segment was felt and hidden. The approximation began, and the suture felt disassembled. The surgeon decided to stop and withdraw the stapler. Indeed, the anvil was observed with unassembled staples. The surgeon restarted the process, reassembled it again with difficulty until the orange segment was hidden, and the shot was fired. Upon removing the stapler, the anastomosis was observed to be completely open, with no staples formed, and the anvil was displaced again. The surgical time was extended by three hours. The hospitalization was also extended.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracic surgery, the surgeon passed a 25 mm circular stapler through the esophagus to the gastric fundus, located the anastomosis site and opened it, and then assembled the circular stapler, which was difficult to click; the orange segment was felt and hidden. The approximation began, and the suture felt to be disassembled. The surgeon decided to stop and withdraw the first circular stapler. Indeed, the anvil was observed with unassembled suture. Upon removing the suture, the anastomosis is observed to be completely open, with no staples formed. The surgeon restarted the process using a second circular stapler and reassembled it again with difficulty until the orange segment was hidden and the shot was fired. Upon removing the second stapler, the anastomosis was observed to be completely open, with no staples formed, and the anvil was displaced again. A new 23mm circular stapler was used to resolve the issue. The surgical time was extended by three hours. The hospitalization was also extended.

Event description:
According to the reporter, during a thoracic surgery, the surgeon passed a 25 mm circular stapler through the esophagus to the gastric fundus, located the anastomosis site and opened it, and then assembled the circular stapler, which was difficult to click; the orange segment was felt and hidden. The approximation began, and the suture felt to be disassembled. The surgeon decided to stop and withdraw the first circular stapler. Indeed, the anvil was observed with unassembled suture. Upon removing the suture, the anastomosis is observed to be completely open, with no staples formed. The surgeon restarted the process using a second circular stapler and reassembled it again with difficulty until the orange segment was hidden and the shot was fired. Upon removing the second stapler, the anastomosis was observed to be completely open, with no staples formed, and the anvil was displaced again. The surgical time was extended by three hours. The hospitalization was also extended.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.